Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-9165cdg univers revers¿ universal baseplate impactor batch number: 052233 was received for investigation. Visual evaluation noted that the blue baseplate adapter was damaged, and a fragment had broken off. It was further observed that the device had impaction marks on the shaft and the proximal end was damaged. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to misuse/mishandling due to the damage to the device. Refer to investigation photos.

Event description:
On (B)(6) 2024 it was reported by a sales representative via (B)(4) that an ar-9545-t15-01, (qty. 4) of an ar-9545-t15-02, ar-9545-t15-03 driver shafts and an ar-9165cdg baseplate impactor assembly driver ends were twisted. Upon inserting the peripheral locking screws for the baseplate, the driver end would twist from the torque. This was discovered during the case with no patient harm.